Event description:
Pt was admitted to the hospital for removal and replacement of bilateral breast implants secondary to left breast implant deflation. Total capsulectomies were done on both sides. Pt had calcific capsulitis on the left side. Implants were discarded in the operating room.